Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Analysis determined that the shaft had no cosmetic defects. The balloon was found to be burst/ruptured in the balloon mid-section. The proximal and distal balloon bonds were examined and meet required bond length. The proximal bond measured at 2.56mm and the distal bond measured at 2.28mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non-calcified and moderately tortuous aorta. This 27/7/2/65 equalizer occlusion balloon was selected for occlusion for an aortoclasia treatment procedure when the balloon ruptured at 6ccs upon the 1st inflation. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.